Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified creases fold, wear abrasion, a curved opening on anterior, and red particles. Leak test and microscopic analysis was performed which identified a striated opening on anterior. Fill test inspection was performed and the result was no blockage. Based on the device analysis the final assessment was a striated opening on anterior due to surgical damage consistent in the use of some surgical tools. Reason for reoperation: seroma-late and capsular contracture, baker grade iii.

Event description:
Healthcare professional reported left side "fluid" and pain. Additionally, healthcare professional reported a left-side capsular contracture baker grade iii and "patient¿s concern with the product." Device was explanted.

Event description:
Additionally, healthcare professional reported a left-side capsular contracture baker grade iii and "patient¿s concern with the product." Device was explanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: "fluid" and pain. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported left side "fluid" and pain. Device remains implanted.